Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical taiwan; the customer's report was duplicated and attributed to the pace/defib engine board. The pace/defib engine board will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72", "defib fault 79", and "pacer fault 122" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.